Manufacturer narrative:
The sales company performed a pre-use check and a function check of the ventilator. All results were normal. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that there was no ventilating sound from the ventilator. The ventilator was alarming and the generated alarm could not be silenced. The patient tube was removed and manual ventilation was performed. The patient expired.